Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the display gasket was obstructing the view of the display, the upper and lower cases were broken, the battery contacts were compressed, the keyboard was scratched, the device failed battery removal amplitude testing due to the main printed circuit board (pcb) being out of electrical specification, the main pcb was corroded and the display was missing pixels. Further analysis was performed on the heart lead flex and main pcb. The heart lead flex had a broken circuit trace and the device battery removal test failure was caused by a capacitor component failure. (B)(4).

Event description:
It was reported that when testing the current output on the arterial side of the epg (external pulse generator), it was low. The epg was returned for repair. There was no patient involvement.